Event description:
It was reported that the patient presented with a large capsule around the inflatable penile prosthesis (ipp) pump, causing migration and inability to pump. The patient underwent surgery and the physician opted to replace the pump in a more dependent position for easier access to the patient. There were no additional patient complications.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.